Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported during hemodialysis treatment the machine display was intermittently blanking out during treatment. The machine had a popping noise with smoke and a burning smell from the rear of the machine. No diagnostic messages or audible alarms were noted. It was unknown how long the smoke or burning smell lasted. No visible flames or sparks were noted. Additional follow-up was made with the clinic manager, who confirmed no injury or adverse event occurred. Per clinic manager the machine was unplugged and removed from service. (B)(6) stated the patient was able to be placed onto a different machine and completed his remaining hemodialysis treatment without further issue. (B)(6) stated the machine was removed from service and the power logic board and power control board were replaced. The machine temperature sensors were re-calibrated and qc¿ed, and the machine was currently being placed back in service.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported during hemodialysis treatment the machine display was intermittently blanking out during treatment. The machine had a popping noise with smoke and a burning smell from the rear of the machine. No diagnostic messages or audible alarms were noted. It was unknown how long the smoke or burning smell lasted. No visible flames or sparks were noted. Additional follow-up was made with the clinic manager, who confirmed no injury or adverse event occurred. Per clinic manager the machine was unplugged and removed from service. Kelly stated the patient was able to be placed onto a different machine and completed his remaining hemodialysis treatment without further issue. Kelly stated the machine was removed from service and the power logic board and power control board were replaced. The machine temperature sensors were re-calibrated and qc¿ed, and the machine was currently being placed back in service.